Event description:
Boston scientific received information that this patient has been lost to follow up and was recently seen and their device battery was found to be in elective replacement indicator (eri) approximately 6 months prior to that visit. The patient had received two shocks two months prior to that visit, and their health care professional was questioning longevity remaining. Boston scientific technical services was consulted and suggested as the device is very close to end of life (eol) replacement should be done as soon as possible. As a result, the device was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.